Event description:
It was reported that the cutter device had "a cut in the sterile packaging". The reported event did not occur during surgery. A spare device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  A visual assessment was performed which determined that the cut occured in the material due to contact with a sharp blade. The material was sliced through the material which breached the sterile barrier. Therefore, the reported condition was confirmed. This defect most likely occured when a box containing this device was opened with a box cutter. The assignable root cause was determined to be sterile packaging was sliced by a sharp object.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.